Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. On (B)(6) 2018 it was reported that the company representative was notified by the physician that the patient¿s pump was explanted due to infection. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.